Event description:
ER pt was placed on heparin infusion at rate of 16cc/hr with concentration of 800u/hr and vtbi of 500cc. When ems transported pt to inpatient room the receiving nurse noted the 500cc bag was empty. The pt required IV protamine to reverse the effects of the heparin overinfusion. The pt is now stable and has no long term effects of overinfusion.